Event description:
Separator was placed in 4/95 between tooth #2 and tooth #3. Orthodontist subsequently placed a band on tooth #2, unaware that the separator had migrated gingivally. Orthodontist noted in 12/95 that the pt had an infection between tooth #2 and tooth #3 and referred pt to a dentist. Pt was placed on antibiotics for infection. Pt was then referred to an endodontist for diagnosis, but endodontist could not determine cause of infection. In 7/96 pt was referred to a peridontist for evaluation. Peridontist found separator and performed a peridontal surgical flap procedure to remove separator. Orthodontist stated that pt's prognosis is good.